Event description:
It was reported via repair work order that the foot right siderails carrier was broken and will not allow siderail to remain in a raised position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.